Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: this complaint device was received and visually inspected. Visual observation revealed that the needle was jammed inside the device and it is broken from the proximal end. Hence, the complaint is confirmed. There is a possibility excessive force was applied to the stuck needle on the proximal end which resulted in the needle breaking off with its flag. The remaining portion of the needle cannot be removed from the device. The root cause behind the failure cannot be determined. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii without hook device jammed the needle each time it was fired. The sales rep stated that the needle would not retract after being fired. The sales rep stated that they removed the needle from the gun and tried a different needle and still encountered the same issue. The case was completed with another like-device with no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.